Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to the usb cable not charging the pump. Customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.